Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The stent dislodgement was related to the case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the procedure was a direct stenting. It should be noted that the zeta instructions for use (IFU) instructs the user to pre-dilate the lesion. In this case, it was reported that during positioning of the stent, the sds was pulled back, resistance was noted with the lesion and the stent dislodged. It was most likely that a combination of no pre-dilatation and heavily calcified lesion contributed to the reported resistance with the lesion, the stent was caught in the lesion and subsequently dislodged.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported stent dislodgment was confirmed. The stent dislodgement was related to the case circumstances. The resistance with lesion could not be replicated in the analysis as it was based on operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the proximal left anterior descending (lad) artery with heavy calcification. The 3.5 x 15 mm zeta stent delivery system (sds) was advanced through the lesion, without issue, for direct-stenting. During positioning of the stent, the sds was pulled back, and resistance was noted with the lesion. During the pull back, the stent dislodged towards the middle segment of the lad. An attempt was made to retrieve the stent, but was not successful; therefore, the patient was transferred to surgery for removal of the stent and treatment of the target lesion. The patient was treated successfully with coronary artery bypass surgery (CABG). No additional information was provided.